Manufacturer narrative:
Unit was not received in manufacture mode. Unit passed leak test. Unit was received with intermittent up button response. Problem isolated to keypad assembly. Unit was received with connector at printed circuit board properly connected. No damage or moisture damage on keypad assembly noted. Unit passed self-test and displacement test. Unit was received with minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the up arrow button was sticking and had to be pressed hard and several times for it to work. It was also reported that the insulin pump was not exposed to change in altitude and that the time advanced when monitored for one minute. There was no indication of the issue being resolved during the call. It was reported that the customer was advised to discontinue use of the insulin pump and to revert to the backup plan. It was indicated that a replacement will be sent. The insulin pump will be returned for analysis.